Manufacturer narrative:
Philips service attempted a software reload and designated the system out of service. This report was submitted in agreement with FDA for the retrospective reporting commitment (reference: (B)(4)).

Event description:
It was reported to philips that the system hangs during boot-up; multiple troubleshooting attempts failed on a allura xper fd10 f. The clinical use of the system was outside of use. There was no reported patient or user harm.